Event description:
On (B)(6) 2002 the patient underwent placement of a greenfield vena cava filter in the inferior vena cava. The patient was being treated for deep vein thrombosis of the lower extremity. The renal veins were noted to be quite high. The filter was positioned at the level of lumbar 2 and 3. There were no complications. On (B)(6) 2003 a CT scan observed thrombus in the ivc, common femoral veins and multiple locations in the lower left extremity. On 10 april 2019 CT was performed and revealed no definitive tilt of the filter. It was difficult to measure due to scoliosis. The apex was approximately 1cm below the right renal vein with no evidence of migration. There is penetration of the ivc wall as follows: 3:00 strut, 6 mm abutting the lateral aorta; 4:00 strut, 19 mm abutting the posterior aorta; 5:00 strut, 31 mm abutting the anterior spine; 6:00 strut, 14 mm abutting a osteophyte in the anterior spine; 7:00 strut, 5 mm abutting the anterior spine. No further complications were reported.